Event description:
It was reported that during a revision surgery to correct a loss of stimulation, that both existing leads were found to be broken in half and were replaced. The leads were returned for evaluation. The patient was completely happy and doing great following surgery.